Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Placement of proximal stent prior to placement of distal stent. The inability to cross the lesion and difficulty removing the sds can be affected by numerous factors including, but not limited to, patient anatomical morphology, patient disease state, pre-dilatation strategy, device placement technique, device size selection, damage to the sds or the stent implant, interactions with other devices or accessory device support. The lesion was reported as heavily calcified and likely contributed to the reported difficulties. The sds was returned with blood visible in the guide wire lumen and on the distal shaft, which is consistent with handling and suggests that the device was at least loaded onto a guide wire. The stent implant was stationary on the balloon between the markers. The analysis confirmed that the first three rows of struts at the proximal end were mangled and noted that both tapers of the balloon were bunched/wrinkled. There was also peeling observed on the proximal balloon seal. However, since this damage was not reported during inspection prior to use, the damage to the stent and balloon likely occurred during or after the procedure. Damage to the proximal end of the stent is most consistent with an interaction between the mounted stent and the patient anatomy or the tip of the guiding catheter during retraction of the device. As a result of the mangled struts and balloon bunching, measurements of the outer diameter of the stent at both the distal and proximal ends could not be taken. The entire tip length and the middle of the stent were both measured and met manufacturing criteria. Reportedly, the sds was advanced distal to a previously implanted mini vision stent, which likely contributed to the reported difficulties. It should be noted that the mini vision instructions for use states, when treating multiple lesions, stent the distal lesion prior to stenting the proximal lesion. Stenting in this order obviates the need to cross the proximal stent in placement of the distal stent, and reduces the chances for dislodging the proximal stent. In this case, the sds likely interacted with the previously implanted stent and/or the calcified lesion such that during advancement/retraction of the device, the stent became damaged and resistance was encountered as a result. This interaction also likely caused the balloon to bunch and the proximal seal to peel. To ensure that this type of occurrence is not a result of a potential manufacturing deficiency, the profile dimensions on all stent delivery systems are confirmed by visual and dimensional checks online during the manufacturing process at abbott vascular. All products are also 100% visually inspected online for stent damage. The analysis also noted multiple kinks throughout the entire length of the hypotube. However, this damage was not originally reported in the case description and likely became kinked from further handling as the device was repackaged for shipment back to abbott vascular for analysis. This damage does not appear to be related to the reported complaint. A review of the finished product lot history record did not reveal any nonconforming material records associated with this lot and all lot release testing met manufacturing criteria. The inability to cross a lesion is often related to circumstances of the procedure or characteristics of the lesion and not a reflection of the product quality. Additionally, a query of the complaint-handling database was performed and there have been no other incidents reported for stent damage or difficulty removing the sds with this lot. In this instance, based on the information received with this complaint and the returned product analysis, the reported failure to advance, difficulty to remove the sds and damage noted appear to be related to operational context of the device and not a product quality deficiency.

Event description:
It was reported that during a distal left anterior descending artery stenting procedure, after placement of a 2.5x12mm rx mini vision, the 2.25x12mm rx mini vision stent failed to cross the previously deployed 2.5x12mm rx mini vision stent. Removal of the 2.25x12mm stent delivery system was difficult; however, the device was removed successfully. Post removal inspection revealed flared stent struts. There was no adverse patient sequela reported. A non-abbott stent and a vision stent were successfully deployed. Although requested, there was no additional information provided.